Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that the pod was causing high bg (blood glucose) levels for about 24 hours. Patients bg started getting high at about 456 and then to 467, 488 and 491 mg/dl. At this time the pod was suspended and the patient was given manual injections. Patient was taken to the hcp and they recommended that she remove the pod and to go to the hospital as her bg was between 300-344 mg/dl despite bolusing and manual injections. The patient had large ketones as well. She was treated for high bg's with fluids. Customer was experiencing diarrhea and a headache during this situation as well. Patient was released once blood glucose levels were lowered.